Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
Procedure: anterior cervical disectomy and fusion levels implanted: c6-c7 the patient underwent an anterior cervical disectomy and fusion from c6-c7. The patient was implanted with rhbmp-2/acs. Post-op, pateint continued to receive follow-up care, consisting of a pain management program. Patient alleged that he continues to suffer from pain in his back, legs, and buttocks, in addition to numbness in his lower back. Furthermore, patient allegedly, also now suffers from pain in his neck that comes with movement and which has also caused him trouble when speaking and breathing.